Manufacturer narrative:
(B)(4). Batch # unk. Received mw5100087. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the surgeon had to repair with sutures. It put the patient at risk for a leak, the patient did not have any issues. It did not change post op care. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, "the stapling device deployed and would not release after multiple maneuvers the stapler tore through the stump and the anvil was removed above."